Event description:
Found tko IV tubing with 40 cm of air in line near patient's IV site after infusing an ivpb medication. Pump did not beep or alarm. The pigback line had been back primed and placed at the proximal port above the IV pump. Staff suspect the clearlink device was faulty.